Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell directly on her left hip (the ipg pocket site) which caused the incision to open. Patient was taken to the emergency room on (B)(6) 2018 was admitted overnight and had a full system explant.